Manufacturer narrative:
Samples received: 3 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units and distributed most of them into the market, there are (B)(4) units in stock. Tightness test to the closed samples received has been performed and the units are tight. Visually, thread surface appearance of samples received is not uniform and it is noticed that the thread surface is rough when fingers are passed along the thread surface. Therefore, it is consider that the braiding is faulty and claim is justified. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. The needles of the samples received have been tested for bending strength and the results fulfill product specifications. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions : according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that during testing of material in the hospital, the sutures catches in the tissue. The thread broke and the needle bends. The 3/0 thread appears to be as thin a 4/0 thread.